Event description:
On (B)(6) 2012 the reporter contacted animas to report the patient's pump had a power loss and that the battery compartment was cracked. The patient did not suffer any injury due to this issue. Troubleshooting revealed the battery compartment was cracked and the patient was unable to securely tighten the battery cap. There was no corrosion seen in the battery compartment. The pump was returned to animas for evaluation. On (B)(6) 2012 evaluation testing was performed; the alleged power issue was not confirmed. Evaluation revealed the battery compartment was cracked, the keypad was damaged, and there was evidence of contamination under the key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump was returned to animas for evaluation. On (B)(6) 2012 evaluation testing was performed; the alleged power issue was not confirmed. Evaluation revealed the battery compartment was cracked, the keypad was damaged, and there was evidence of contamination under the key contacts.